Event description:
It was reported that when the device was turned on by a medical engineer during a routine check at the facility, the cs300 intra-aortic balloon pump (iabp) screen display was defective. It was noted that the display was flickering and could not be displayed properly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g2, g3, g6, h2, h6,(impact) h10, h11. Corrected data: e1,(name) e3.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), e1(event site postal code - 5100018), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions) h10. A getinge field service engineer (fse) replaced pcb, color video receiver and cable, display to video receiver board. Confirmed that the screen works normally after replacement. Returned to hospital. The failure analysis and testing dept. Received the following parts pcb, color video receiver and cable, display to video receiver board. These parts were received with the reported complaint of the screen display is defective. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the parts into the cs300 test fixture and tested the parts to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat installed the parts with a known good test display. The fat could not verify the failure of the screen display being defective. The parts passed testing. Retaining the parts in the fat per procedure number 0002-07-d008 rev.aq." The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.